Event description:
It has been reported to philips that tempus pro froze when plugging the usb vl scope and the patient was in cardiac arrest. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Philips received a complaint on the tempus pro patient monitor indicating that the device froze/shut down when plugging in the video laryngoscope. The allegation reportedly occurred while in clinical use on a patient who was in cardiac arrest. Remote support was provided. The customer advised the device displayed an error message. They were unable to pull the device logs as they do not have time. The device was restarted and took approximately sixty seconds to restart. The tempus pro was returned to philips for bench repair. The service team reviewed the device in relation to the video laryngoscope issue, finding software and instruction design issues. The non-invasive blood pressure, co2, and touch screen were calibrated. All other device functions were checked and found to be working correctly. The software and instruction design issues are under investigation, but the device can continue to be used as a vital signs monitor. The device was returned to the customer site for use. The complaint was escalated for technical investigation. The results of the log analysis shows an error, "er599" when the scope was used on the event date, confirming the customer's complaint. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. Based on the information available and the testing conducted, the cause of the reported problem was a design issue. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after being returned from bench repair.

Manufacturer narrative:
Updated type of reported complaint from product problem to serious injury and adverse event.